Event description:
In (B)(6), a physician at university performed a renal cryoablation on a patient using 2 icerods and 2 iceedge needles in a diamond formation with an intercostal approach. The cryo procedure went well. At the end of the case, the physician noticed a little bit of blood in the pleural space and pleural effusion. He had no concern with these two issues. About 5 hours later, the patient presented with a large hemothorax. The patient was taken to the operating room and a thoracostomy was done with which they were unable to get all the blood out. There wasn't anyone in the room while the patient stopped breathing and they were unable to resuscitate.

Manufacturer narrative:
No issues with the device or the cryoablation procedure were reported. The physician was contacted to confirm details of the event. He stated that a small amount of blood was noted in the pleural space after the cryoablation procedure. Approximately 8 hours later, the patient was diagnosed with a hemothorax and a chest tube was placed; some blood was drained. The following day, it was determined the patient should go to the operating room for thoracostomy in order to remove clots. This procedure went ok and the patient was returned to the floor. The patient did not extubate easily, likely owing to cardiovascular history. The later suffered a cardiac event and expired. The physician affirms the bleeding was due to intercostal artery bleeding due to the probe freezing the artery. In this case, the intercostal approach for the procedure was necessary and a known risk prior to the procedure. Bleeding and death associated with cryoablation are very rare events and are known potential adverse events associated with cryoablation as listed in galil medical's needle instructions for use files, "bleeding/hemorrhage and death."